Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed hcg patient result was obtained on the dimension exl system. The customer confirmed that there have been no issues with quality control (qc) at the time of testing. Siemens headquarters support center (hsc) evaluated the information provided by the customer including information that the reported result was flagged assay range and should have been diluted. No instrument data logs were supplied for the evaluation. The cause of the discordant result is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl system. The initial result was reported to the physician. The same sample was reprocessed at a later date after a subsequent result was elevated. A higher result was obtained and a corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discordant, falsely depressed hcg result. There was no report of adverse health consequences as a result of the discordant depressed hcg result.